Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97 that has a similar product distributed in the us, list number 1l80. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
One donor has generated the following results:date (B)(6) qual (s/co) nat sgot(u/l) sgpt (u/l)(B)(6) 2009 neg neg 32 54(B)(6) 2010 0.25 - 0.27 (neg) pos 54 77(B)(6) 2010 0.98 (neg) na na nathe customer alleges a false negative architect (B)(6) qual assay result for the (B)(6) 2010 sample. The sample also tested (B)(6) negative with a non-abbott methodology. All other hepatitis b markers were negative. Results were reported from the lab, with no report of impact to patient management.